Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24002. It was reported the patient developed an infection at the ipg pocket site. The patient was given antibiotics. Follow-up identified the patient was sent to the hospital to have cultures taken due to lack of improvement. Per patient, both the ipg and lead incision sites had opened. Subsequently, surgical intervention took place to explant the scs system. Patient is currently on oral antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.